Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID# 2134265-2013-08684. It was reported that angina and in-stent restenosis occurred. A promus element plus drug eluting stent (des) was implanted in the diagonal artery and a promus element plus des was implanted in the posterior descending artery (pda). In (B)(6) 2013, the patient presented with angina with abnormal perfusion scan in the diagonal territory. Vascular access was obtained via the right femoral artery. Selective coronary angiography was performed which revealed previously placed, totally occluded promus element plus stent in the proximal portion of the diagonal branch and fills via collaterals. This is a larger branching diagonal system with a tandem occlusion in the distal portion. There is also a 90%, severe, focal, in- stent restenosis of the previously implanted promus element plus stent in the pda. A 3.75 non bsc guide catheter was used. After a non bsc guide wire crossed the diagonal artery, a 2.5mm x 15mm emerge balloon catheter was advanced to the lesion for dilation. Then a 2.75mm x 14mm non bsc stent was deployed at 16 atmospheres with excellent result. A non bsc guide catheter was placed in the pda. After a non bsc guide wire crossed the target lesion, a 2.5mm x 8mm emerge balloon catheter was advanced for dilation. A 2.75mm x 12mm non bsc stent was then deployed at 18 atmospheres with excellent result. No patient complications were reported.